Event description:
The customer reported the tidal volume is low when set for 500 and only get 100. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Oxygen regulator assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the oxygen regulator assembly did not reveal any signs of physical damage or abuse. The oxygen regulator assembly was installed in the fi test ventilator. Operational test was performed to test it's functionality in an attempt to duplicate the oxygen regulator intermittently not shutting off. There were loud leaking noises detected at 40/90 psi from the bonnet relief holes. No post errors were generated after being executed 25 times. No est errors were generated after being executed 5 times. The ventilator did pass the gas volume accuracy test and boot up from ac and deliver breaths. The manufacturer¿s field service engineer (fse) replaced the oxygen regulator assembly to address reported issue. The determination could be made that the device failed to meet specifications, the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user and there is a relationship of the device to the reported problem. The o2 regulator intermittently not shutting off was not duplicated.